Manufacturer narrative:
Follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that battery was not functioning. There was no adverse patient impact reported.